Event description:
Consumer called to report comparing meter results against a lab reading and getting very different readings. Analysis run on clark error grid using reading (47) as ref. Point vs. Bd readings of 80 yielded data points in the d zone of the grid, outside of acceptable limits.